Event description:
Customer states that a false low digoxin result was produced on a patient sample run on the synchron lx system. The original result was 0.1 ng/ml. The physician questioned the result and the sample was re-run with a result of 3.8 ng/ml. There was no treatment initiated or witheld based on the original result, however a physician could use a false low result to inappropriately initiate or modify digoxin administration. Internal technical applications personnel suspect that a bubble was present in the sample. The false low result could not be duplicated.